Event description:
It was reported by a non-medical professional that the pt underwent a cervical fusion procedure using rhbmp-2/acs. Post-op, the pt had severe pain, swelling, and heart pounding. The pt was discharged from the hospital with steroids. The fusion failed, and the pt had heteroptipc bone growth outside of the cages used in the surgery. The pt also reported excessive pain. The surgeon reportedly told the pt that the cause for the pain was due to the extensive work done during surgical procedure.

Manufacturer narrative:
Niether the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.